Event description:
Additional information was received indicating that this patient expired nine days after their system was explanted for erosion. No allegation was made against the implanted system.

Event description:
It was reported that this cardiac resynchronization pacemaker and associated leads were explanted due to erosion. No additional adverse patient effects were reported.